Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instance of intraoperative capri large expandable inserter inner shaft deformation. The associated procedures were was completed successfully with no surgical delay and no adverse consequence to a patient.

Manufacturer narrative:
Lot efnua (1): manufacture date 21 june 2017, device returned 16 september 2022. Lot upje (1): manufacture date 10 june 2022, device returned 06 october 2022.

Manufacturer narrative:
Lot efnua (1): device returned 16 september 2022. Lot upje (1): device returned 06 october 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instance of intraoperative capri large expandable inserter inner shaft deformation. The associated procedures were was completed successfully with no surgical delay and no adverse consequence to a patient.